Event description:
A pt reported back to back tests performed on pt's ss meter using separate finger sticks were 39mg/dl, 43mg/dl and 99mg/dl successively. No symptoms were reported. Control test result was in range. The meter was replaced. No allegations of harm have been made.